Event description:
Patient was implanted with internal mandible cmf distraction on (B)(6) 2012 for hemifacial microsomia. Patient was returned to the surgeon approximately 2 weeks post-op for a follow-up visit. Exam at that time showed that patient was being over-distracted. Reportedly, the parent of the patient misunderstood given instruction, and was turning the distractor 3 turns, 3 times per day, instead of the recommended 1 turn 3 times per day. The surgeon backed out the distraction device to allow calcification to begin properly at the prescribed pace. Surgeon reinstructed the parent on usage. Parent then advised surgeon on a later unknown date, that the distractor was not working and was not distracting at all. On an unknown date, the patient was return for removal of the flexible extender. Also on unknown date, surgeon called product development to discuss the problem with the distractor. It was decided to give the patient more time to heal, and then revise the patient to another distractor. On (B)(6) 2013, surgeon removed the original distractor and six unknown screws and placed a new distraction device. Following the case, the surgeon and the consultant could not duplicate the failure of the distractor that the parent reported. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.